Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the insulin pump was failing on them. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.